Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating they had lost sensor alarm on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated they did not receive a new transmitter. The wrong transmitter ID is programmed in the pump. The customer stated that lost sensor alert that occured only with a previous sensor. The customer advised that the lost sensor alert occuring after the init period completed. The customer was advised to call back if the alert recurs.